Event description:
The customer reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. To resolve the issue, the customer changed the infusion set and cartridge, resumed insulin delivery.